Event description:
The account reported the foot brake casters would roll while in brake mode. The stretcher was located in the basement at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the foot brake casters are worn the most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.